Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent partial resection of eroding mesh and anterior/posterior colporrhaphy on (B)(6) 2013 due to erosion, pain, cystocele, rectocele and symptomatic pelvic relaxation. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.